Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 400 mg/dl and also experienced low blood glucose of 45 mg/dl. Customer declined troubleshoot for high and low blood glucose. Customer states that they drank 40 carb grape juice to pick up the low then went to high. Insulin pump will not be return for analysis.